Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not read the screen. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped and had scratches. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a severely scratched display window and a cracked reservoir tube lip. No damage on the belt clip slot was noted. No damage on the lcd glass was noted.